Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an e315 error during set up. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, the colonoscope exhibited a clogged nozzle and a stained lens. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of e315 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: clogged nozzle and stained objective lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that water stains and other foreign material on the lens were causing poor drainage and leading to poor water removal. Olympus will continue to monitor field performance for this device.